Event description:
Same case as MFR#: 2134265-2011-02951. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The patient presented with an occlusion in the right common iliac artery (cia). Guide wires were advanced into the aorta and two 10 x 68mm x 100cm wallstents were implanted, one in the left cia and one in the right cia (kissing stent technique). Post-dilation was performed with a 6mm balloon. A "critical" stenosis was also treated in the external iliac artery with a 6mm balloon. The procedure result was "excellent" with return of femoral pulses. 489 days post index procedure, the patient presented with stenosis in both stents. The stent in the left cia was treated with an 8mm balloon and further angioplasty resulting in "satisfactory post procedure appearance". The stent in the right cia was treated with a 6mm balloon and the placement of an 8x60mm wallstent resulting in "excellent post procedure appearance". No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).